Event description:
It was reported that a patient of dr. Abrams, is experiencing a rash and anaphylactic symptoms (throat seems to be closing) and has been admitted to the emergency room twice. The patient has been treated with IV steroids. Additionally, effient was changed to plavix. Other medications have been stopped to see if the cause of the rash can be determined. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity (allergic reaction) is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.